Event description:
"Clean out the knee"; synovial white cell count 84,000; local inflammatory reaction in the injected left knee. Information was received from a surgeon in 2007 regarding a male patient, with a medical history of osteoarthritis of the left knee and a previous course of synvisc on unknown dates. The patient received injections of synvisc in his left knee two times in the same month. The patient had a local inflammatory reaction in the injected left knee. The physician aspirated the left knee on original date, and sent the fluid to the lab for analysis. A gram stain showed no bacteria, but the white cell count was 84,000. The physician was trying to determine whether this indicated an infection of the patient's left knee joint. The relationship between synvisc and the event was reported as probable. Additional information was received on three days later, from the surgeon via a sales representative. The patient was brought to the or to "clean out the knee." At the time of this report, the patient's outcome was unknown. Qa results received the following month. Qa performed a review of the production and quality control documentation for lot # t0702. All documentation are complete and in order. The product conformed to specifications upon release. No associated non-conformances were noted.